Event description:
It was reported that during engineering evaluation, it was observed that the motor device was power broken, had an expanding hose and a loose motor. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was power broken, had an expanding hose and a loose motor. It was determined that the motor was loose as a result of the device being power broken. It was determined that the device was power broken by operating the device incorrectly in safety. It was further determined that the hose is expanding because the inner hose is damaged. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.